Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The right atrial (ra) lead exhibited oversensing. The lead was capped and not replaced. Approximately six years later, the lead was attempted to be explanted but the procedure was unsuccessful. The lead was cut, capped again, and replaced. No further patient complications have been reported as a result of this event.